Event description:
On 7/17/91, pt underwent a cervical corpectomy, c5-c6 with iliac crest autograft c4-c7 and caspeer internal fixation c4-c7. On 8/26/94 an MRI was performed on the cervical area and showeed two screws had retracted aand one screw was fractured. The plate had also slipped over the spaces above and below. On 9/27/94 pt underwent cervical exploration and removal of casper plates and screws. The fusion was found to be solid. Physician reported on 10/17/94 that pt is doing well post-operatively and is experiencing associated pain however the symptom is believed to be due to an unspecified underlying diseasethe malfunction is occuring below the frequency and severity that are usual for this device.